Event description:
It was reported that during a liver procedure, there was an incomplete staple line. Another device was used to complete the case. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.